Event description:
The customer's mother reported that on (B)(6) 2013, the customer had blood glucose readings of 116, 225, and 231 (mg/dl). The patient was vomiting and was showing symptoms of diabetic ketoacidosis. On (B)(6) 2013, the customer had blood glucose levels of 216, 229, 234, 337, and 305. The customer's mother noticed that ketones were present, and that the customer was still vomiting. The pod was deactivated, and the customer's mother took the customer to the hospital where she was treated with insulin. The hospital lab showed that the customer's blood glucose level was 780 mg/dl. The customer's mother also said that the pod alarmed in the middle of the night of (B)(6) 2013 and deactivated; however, no one noticed that the pod had deactivated.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.